Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and available customer reprocessing information. When the foreign material was identified, olympus requested additional information regarding the customer's reprocessing practices. The local olympus site reported the customer was trained to clean, disinfect, and sterilize the device in accordance with device instructions. No further reprocessing information could be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, it is unknown whether there were deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; foreign debris protruding from the air/water nozzle. In addition, the evaluation found the following; the distal end adhesive was pitted, the control body colored ring was worn. The up/down/left/right angle was not to specifications. The up/down angle had play evident. The water flow and water removal was not to specifications and the air/water channel had blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope insertion tube was blocked. The issue was found during reprocessing for an unspecified procedure and the procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign debris was found protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.